Manufacturer narrative:
(B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zct225 from the patient's left eye, was performed due to mechanical complications secondary to the lens. No incision enlargement was performed. Patient has fully recovered. No further information was provided.

Manufacturer narrative:
Device evaluation: the complaint device was returned to the manufacturer for evaluation and visual inspection was performed. Visual inspection of the return sample revealed that the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and the documentation shows that the production order was manufactured according to specifications. During manufacturing process, all products are subject to cosmetic inspection prior to optical testing. The in-line optical inspection data shows the lens is within power specification. Hence the lens meets the specified cosmetic requirements. There were no non conformances or deviations with respect to the manufacturing process. A search on complaints revealed that no other complaints for this order number were received to date. Based on the investigation results, reported complaint was not confirmed and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.